Event description:
It was reported that the tubing of eight (8) unspecified access sets broke at the top of the stopcock where the contrast line connects. This was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name ¿ (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon further review, it was determined that the devices involved in this event are non-baxter products. Therefore, baxter access sets are no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.